Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged pump error 43 and pump error 130 found on 10/03/2021. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test due to constant pump error 3 alarm during rewind. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump successfully downloaded to thus. Confirmed pump alarmed pump error 43 on 10/03/2021 09:32:23.000 and pump error 130 on 10/03/2021 09:19:35.000 in the pump downloaded history. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, keypad overlay, texture damage, cracked case (battery tube), missing serial number label, and minor scratches on lcd window. In summary, customer allegation for pump error 43 and pump error 130 was confirmed in pump downloaded history. Pump error 3 was confirmed during testing due to moisture damage on motor assembly. Exposure to moisture was confirmed on pcba 1 and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had received multiple pump error alarms. Customer was able to clear the alarms and complete rewind. Insulin pump did not passed displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.